Event description:
It was reported that high, out of range, pacing lead impedance was observed. The patient received inappropriate atp and high voltage therapy due to ventricular oversensing of noise. The high voltage therapy was programmed off. The lead was later capped and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.